Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was instructed by technical support to remove the cartridge, inspect for damage, and fill a new one. After cleaning the pump and following on-screen instructions, the caller successfully completed the load process and resumed insulin delivery. The customer was advised to monitor system performance, and no replacement cartridges were deemed necessary.